Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Bio-absorbable implants are designed with material qualities required to maintain necessary properties throughout the healing process under normal patient conditions. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported in a facility medsun report that 2 years prior, the patient had an acl (anterior cruciate ligament ) reconstruction of her left knee. Patient complained of swelling at the incision site. A second surgery was performed and a cystic change was seen. After opening the cyst area, active white material was removed (reactive-type synovitis secondary to the bioabsorbable screw). This was removed from the lower left leg of the patient. The cyst and fragments were removed and a sterile dressing was applied. Per reporter, there was no sign of infection. Patient was discharged the same day, and is not experiencing any further pain.